Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was given instructions to reset pump, and successfully reset it without recurrence of malfunction, and customer was advised to continue using pump and to call back if issue happened again.